Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited intermittent atrial undersensing followed by atrial pacing. Technical services (ts) explained that atrial flutter response (afr) was causing the a-pace to come in sooner, and recommended turning off afr. This pacemaker remains in service. No adverse patient effects were reported.